Manufacturer narrative:
This initial report was originally submitted on MDR #2124215-2015-03012. This replacement MDR is to link the supplemental report sent on MDR #. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This initial report was originally submitted on MDR #2124215-2015-03012. This replacement MDR is to link the supplemental report sent on MDR #. Boston scientific received information that upon interrogation, the device displayed a fault code indicating a long charge time. It was suspected that increased left ventricular (lv) lead threshold measurement of 6.0v@2.0ms was the cause for the early depletion. A revision procedure was performed. The device was explanted and the lv lead was surgically abandoned. No adverse patient effects were reported during the procedure. Additional information was received that this device was returned for reliability analysis.